Event description:
On (B)(6) 2019, the user who lives in the (B)(6) contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was admitted to the hospital for 24 hours due to the high blood glucose (bg) readings. The user reported that her bg level readings were in the high 20's mmol/l with her dario meter, and while testing with another meter her bg level reading was 9.6 mmol/l. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.